Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the issue was reproduced, and console was unable to boot-up correctly. The self-check process was temporarily disabled and manually running the script (checkversions), which allowed us to identify the cause as file corruption. Re-installing aic sw fixed corrupt files, and although the cause of file/disk corruption could not be identified, it is most likely that it was due to cf card defect. Therefore, root cause of the system self-check error was due to a defective component. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited a "system self check failed, change console immediately" message and they were unable to get to the home screen. The resolution for this issue is unknown. No report of patient involvement, harm, or injury.